Event description:
Caller reported a malfunction on the pump, identified by code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to make contact again if any malfunction recurs.